Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The caller did not know the blood glucose reading. The caller stated that the insulin pump had not been exposed to a strong magnetic field. The caller was advised to disconnect from the device and stated that the customer was able to complete the sequence of charging. The caller was advised to replace the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.